Event description:
During a robotics procedure, a 12ply 8x4 sponge was placed inside the abdomen through an 8mm trocar. The sponge was removed, and 15 minutes later, it was discovered that the rfid strip had fallen off and was inside the patient. The rfid strip was removed during the procedure, but the patient was not closed. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.